Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Corrected field: b5. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable malfunction a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure due to cable malfunction should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during set up / inspection for use (before patient in room).

Event description:
It was reported that the subject device's image became blurred. Ther were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.